Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, loss of capture and suspected lead dislodgement was observed on the right atrial lead. The lead was revised on (B)(6) 2019 and functioned satisfactorily. The patient was stable after the procedure.